Manufacturer narrative:
(B)(4). Date sent: 3/9/2021. D4: batch#: t93e47. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device and upon visual analysis of the returned sample, it was determined that the tb12lt device was received with the sleeve broken. The obturator was also returned and with no apparent damage. As a result of the returned condition, functional testing was unable to be performed. It should be noted that product failure is multifactorial. One possible cause for the damage found on the sleeve may be excessive external load placed on the device. Please reference the instruction for use for more information. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the video-assisted thoracoscopic lobectomy surgery, found the tip of the trocar was cracked. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.